Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed iab disconnect. Customer stated that they had changed the pump have not received any alarms on the second pump. There was no patient injury or harm reported.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h10. A getinge representative asked about troubleshooting strategies, customer stated that they had changed the pump about 30 minutes ago and have not received any alarms on the second pump. He stated they were tagging the first pump for biomed. Getinge representative unaware if the first console had any actual issues. The team had already switched out the console, so getinge representative was unable to verify any troubleshooting steps had been completed properly. Good faith effort (gfe's) was performed but no response received. The investigation shall be closed now. If any new information received, the complaint will be reopened and update it. H3 other text : no information available.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a